Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer high blood glucose level was 500 mg/dl and customer low blood glucose level was 55 mg/dl. Customer did not provide any symptoms regarding to high blood glucose episode and low blood glucose episode. Customer treated with insulin pump, manual injection and food. The customer was assisted with troubleshooting and declined for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.